Manufacturer narrative:
Device will not be returned for eval. If the device or add¿l info becomes available it will be reported on a supplemental report. Associated devices: 1896-5050s locking screw, fully threaded t2 tibia?, 5x50 mm lot # k186251, 1896-5040s locking screw, fully threaded t2 tibia ? 5x40 mm lot # k159361, 1896-5045s locking screw, fully threaded t2 tibia ?5x45mm lot # k188113, 1896-5045s locking screw, fully threaded t 2 tibia? 5x45 mm lot # k188113. Same pt as MDR 9610622-2012-00347.

Event description:
It was reported with a claim for damages regarding a surgical procedure of reduction and stabilization with osteosynthesis performed in the hospital on (B)(6) 2009 due to bilateral femoral fracture. The pt presumably experienced infection because the request of the hospital is related to sterilization procedure of the product.